Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the subject device and checked and found followings; [investigation results] -it could not duplicate the reported phenomenon. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -as a result of the leak test, there was no air leak. [Items for duplicating test] though it was not duplicated the reported phenomenon, the subject device had been checked for the following items; -to see the image change with udrl(up-down-right-left) operation -to see the image change with twisting of the insertion part and universal cord -to see the image change with swing of the video connector -to see the image change with heating to the distal end and video connector -to see the image change with long-term energization in addition, no abnormality was found in the video connector electrical contact part of the subject device. [Cause] since there was no abnormality in the endoscope as the cause of the reported phenomenon "no image", omsc presumed there was the possibility this phenomenon was attributed to no transmitting due to temporary contact failure with foreign matter being caught between the electrical contact part of the video connector of the subject device and the electrical contact part of the video processor. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed during the unspecified therapeutic procedure. The intended procedure was completed with another similar device. The user also reported that the image did not disappear after the device was replaced with another device. There was no report of patient injury associated with the event.